Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 7.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition following the procedure.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter city: (B)(6).